Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; b7; g3; g6; h1; h2; h3; h6; h11. D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. X-rays were provided in the ja; however, it is unknown if they are related to the patient in the complaint. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A literature case study reported a patient underwent an initial total knee arthroplasty using an orthopedic salvage system due to severe joint destruction due to synovial osteochondromatosis. Subsequently, around 6 months postoperatively, while attempting to stand from a sitting position, a frictional noise developed in the left knee with pain and limitation of flexion. The patient had difficulty walking and visited the emergency room. An x-ray revealed a periprosthetic fracture of the left femur with dislocation and an orif was performed using a medial and lateral locking plate and screws. At the two-year follow-up, the patient was able to walk without assistance, had good range of motion, and displayed bony fusion. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - japan. G2: literature: shigekiyo, shota, hamada, daisuke, omichi, yasuyuki, toki, shunichi, tamaki, yasuaki, wada, keizo, nishisho, toshihiko, sairyo, koichi, severe varus deformity of the knee due to synovial osteochondromatosis treated with megaprosthesis, case reports in orthopedics, 2026, 2980896, 9 pages, 2026. Https://doi.org/10.1155/cro/2980896 h6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.